Event description:
Information received from the field notes that the patient presented with symptoms and testing revealed intermittent oversensing, high thresholds and high lead impedance. X-ray revealed insulation anomalies.